Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#(B)(4), explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), explanted: (B)(6) 2017, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the patient just had ins replacement for an MRI compatible device. Patient stated her replacement was because her unit was working not well. It was stated they had to take leads and ins out, patient upgrade to MRI device. This surgery was taking place on (B)(6) 2017. Patient stated it never worked well, old ins had problem with battery life and wouldn't last long like previous implant and they were not sure why. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that on (B)(6) 2017, the healthcare professional (hcp) moved the ins from the patient's belly to their buttock. The patient said they not remember the exact reason they had the ins replaced stating there may have been an issue they didn't remember. The patient stated they wanted the patient to have an MRI compatible system. No further complications were reported.